Event description:
Information was received that during priming of this smiths cadd administration sets, the set on the pump primed to the filter and then alarms occlusion. It was reported that when cassette was taken off the pump, the pump manually primes past the tubing. No reported patient injury.